Manufacturer narrative:
Batch reviews performed on (B)(6) 2017. Lot 143728: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary full-pe ps tibial component size 4/10, code (B)(4) apps, lot. 157694 (k131310); (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is enterococcus. The surgeon washed out the knee and swapped the tibial component and the femur. The surgery was completed successfully. X-rays and explants are not available.